Event description:
According to the reporter: the handle wouldn't toggle. No patient issue. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. Nothing fell into the patient. Opened another to complete the case.

Manufacturer narrative:
(B)(4).